Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information that the reported date of event was 09sep2021 to 13oct2021. The infection was on the driveline, infected back to within 2-3 centimeters of the pump. Type of infection reported was pseudomonas and enterococcs faecalis. The patient is healing surgical wound post debridement. Area before surgery was tender, warm and swollen. Surgical debridement and IV antibiotics transitioning to medication by mouth. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to a driveline infection. Related manufacturer report MFR # 2916596-2021-05412.